Event description:
Provider states that the semi recline seat lever will not lock into place so when the end user lets go of the lever the chair resumes the previous position.

Manufacturer narrative:
.